Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No damage on bottom case. Top case was cracked by front left corner and keypad was scratched. Right plunger head was cracked by screw. There was depleted battery alarm at start-up. Error history log review found a depleted battery alarm .the root cause of the reported issue was found to be the battery pack no longer operates properly as a result of normal wear. Actions were taken to mitigate the reported issue: replaced battery.

Event description:
It was reported that the pump had a battery alarm. No patient injury was reported.